Event description:
Report received of 840 ventilator giving a loss of breath delivery (bd) communication error. Reportedly, malfunction occurred during pt use. Device was removed from pt use. No harm nor injury to the pt reported. Attempted troubleshooting by the covidien customer service engineer (cse) did not resolve the issue. Third party to complete service of device.

Manufacturer narrative:
(B)(4).